Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The reported issue did not occur during testing at olympus service. The root cause of the reported issue could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was unable to be confirmed or duplicated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the insufflation unit was unable to supply air. The issue was observed during preparation for unspecified diagnostic procedure. The user facility finished the procedure with the same device. No delay was reported and the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.